Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending angle in the up direction did not meet specification due to wear of the angle wire and the bending section rubber adhesive had a crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a presumed cause could not be provided based on the obtained information. A definitive root cause of the error could not be identified. This issue is addressed in the instructions for use (IFU): if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leakage. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis eus ultrasound bronchofibervideoscope had no image when the scope was plugged into the processor. The issue was found during setup and the procedure was completed. There were no reports of patient harm associated with this event.